Event description:
The customer observed a falsely depressed sodium result for one patient on the architect c16000 analyzer. The following data was provided: sid (B)(6) initial: 116, repeat 140, 138 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The ict check valve ( check valve, ict / list number 09d35-02) and 1 ml syringe (list number 09d41-02) were replaced and the issue was resolved through normal troubleshooting procedures. Both parts were not available for return. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.